Event description:
It was reported that the programmer generated an error which was not able to be cleared by running the service disk. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment of a generated error and the software was reloaded and updated. Analysis also found the system fan wire pinched in the case and the system fan was replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).